Event description:
Baxter (B)(4) received a report that an infusor was defective. The customer mentioned slow flow as a reason for returning the infusor. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition was confirmed. Upon sample receipt, flow was not readily observed at the luer despite several attempts of forced prime. No signs of blockage were noted in the delivery tubing. Since flow was not observed from the device, an accuracy flow test could not be conducted in order to verify the reported "slow flow " condition. Microscopic examination of the flow restrictor revealed that the root cause was stubborn air pockets trapped within the lumen (fluid pathway) of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The lot number provided was invalid, and the device was discarded after sample evaluation without noting the lot number of the actual sample received. Therefore, a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.